Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device & delivery system (wds) were selected for use. At the beginning of the procedure, a pericardial effusion was seen via transesophageal echocardiogram (tee). It was speculated the effusion occurred during the transseptal puncture. The procedure was continued and a closure device was successfully implanted. At the end of the case the effusion was noted to have increased. The patient remained hemodynamically stable throughout the case. Protamine was given and patient woke up without incident. No intervention was performed. No other complications were reported. There was no confirmed cause of the effusion.